Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker mediated tachycardia was observed. Programming changes were recommended, but none were made. The patient was asymptomatic. No further information was available.